Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under their breast. The rash was described as red and not painful. The patient showed their doctor the rash, and the patient's doctor recommended an unknown cream. During a follow up call, the patient reported that the rash area was getting better. There was no allegation of a device malfunction associated with the reported rash.